Manufacturer narrative:
Additional narrative: patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the final tightening of an interlocking screw through a retrograde femur nail in an orthopedic procedure, the tip of the t25/3.5 hex interlocking screwdriver became twisted. The screw was fully inserted and no problems occurred as a result of this. No complications due to screwdriver twisting. It was only discovered after he procedure was completed. However, the screwdriver will not work for future cases because of the twisted tip. No surgical delay and procedure was completed successfully. Concomitant device reported: 5mm locking screw for im nail (part #: 04.005.540s, lot #: unknown, qty: 1). (B)(4).

Manufacturer narrative:
Device history records (DHR) review was completed for part# 03.010.473, lot# 7837405. Manufacturing location: (B)(4), release to warehouse date: mar 23, 2012. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The 03.010.473 inter-lock screwdriver t25/3.5mm hex/224mm screwdriver is intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. This complaint is confirmed. The distal tip of the main driver shaft is twisted in the direction of resistance met during screw insertion. However, the slider tip is not twisted which indicates that both tips were not fully inserted into screw head recess prior to applying torque. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. Relevant drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Dimensional analysis for the instruments is not applicable due to post-manufacturing damage. A material and hardness is not applicable at this time as the devices went through those tests during the inspection testing at the time on manufacturing and the DHR records showed no issues. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: MFR site: manufacturing site and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.